Event description:
It is reported that pt underwent right total hip arthroplasty on or about (B)(6) 2006. Pt's attorney reported that post-op, pt experienced a sudden onset of pain and was revised for a stem fracture.

Manufacturer narrative:
This report will be amended when our investigation is complete.